Event description:
It was reported that there was high impedance, chronically high threshold, and a possible lead fracture. Reprogramming was performed and the lv (left ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead implanted: (B)(6) 2008; 5076-52 lead implanted: (B)(6) 2008. (B)(4).